Event description:
The customer reported that the device had given two shocks successfully at 150 joules. The simulator was still in vf and so another shock was needed. The device indicated that it would charge to 200 joules and stated "shock advised". The device went to charge and then locked up. The battery was 3/4 full. No buttons could be used. The device was switched off for a few seconds and turned back on and the screen came on in exactly the same place. The device was still not able to shock or do anything.